Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that he has been experiencing high blood glucose. The customer stated that earlier, the insulin pump was not delivering insulin and it did alarm no delivery. The customer programmed a temporary basal for 25 percent the day before and the standard basal resumed the next day. The customer changed the infusion set the day of the call and did not prime. Blood glucose was 269 mg/dl; current reading was 436 mg/dl. He felt tired and thirsty. During troubleshoot; it was stated the drive support cap is recessed. Insulin was not stored at room temperature and the tubing had air bubbles. No insulin leak was found and insulin was not expired. Insulin did exit the tubing with manual prime. Settings are correct and bolus history accurate. Customer declined to perform the high pressure test. He was advised to change the entire infusion set and reservoir.